Manufacturer narrative:
Event evaluation - still under investigation.

Event description:
A female with kidney disease and a preprocedure diagnosis of shaggy aorta syndrome on the renal artery underwent aaa repair in 2008. The procedure went as labeled. Although urine was not flowing during the stent graft placement, both renal artery flows were sufficient, and then the treatment was completed. After the treatment, paraplegia occurred. The timing of the paraplegia origin was unknown because the patient was under epidural anesthesia. After 7 hour placement, the patient complained of stomach pain. Angiography was performed and poor circulation to colon was found. Sigmoidectomy and colostomy were conducted. Dialysis treatment caused by both kidney failure has become necessary. The physician commented that cholesterol crystal embolization occurred from the shaggy aorta syndrome. If open surgery for abdominal aneurysm had been performed with this patient, cholesterol crystal embolization would also have occurred. Sequelae are listed as: paraplegia, splenic & hepatic infarct, renal failure caused by occlusion of both renal arteries, sigmoid infarction, toe cyanosis.